Manufacturer narrative:
Evaluation of the returned cat12 confirmed that the distal tip was damaged. If the cat12 is forcefully manipulated against resistance, damage such as this may occur. This damage was likely the reported small plastic piece hanging off the cat12. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a deep vein thrombosis (dvt) in the in the left peripheral vasculature (l-fv, l-civ) using an indigo system aspiration catheter 12 (cat12) and a non-penumbra sheath. During the procedure, while advancing the cat12 during the first pass, the physician experienced resistance due to fibrosis; however, the physician successfully completed the pass. Afterwards, the physician completed two additional passes using the cat12. Then, the cat12 was advanced from the popliteal artery up towards the heart and the fourth pass was completed. While removing the cat12 to flush, it was noticed that a small plastic piece on the distal tip of the cat12 came off loose and was hanging off the cat12. Therefore, the cat12 was not used for the remainder of the procedure. The procedure was completed using an indigo system aspiration catheter 8 (cat8) and the same sheath. There was no report of an adverse effect to the patient.